Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had no idea they had a back problem at the time they got the device. It caused severe nerve pain which was why it was taken out. The patient stated the back condition was not caused by the ins. They again stated they did not know anything was wrong with their back until much, much later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that she did not know she has back problems. The patient said the ins was aggravating her back issues causing problems with her back and foot. The patient said the ins was removed a month or 2 after it was put in. The patient said she has since found out she has a severe back condition and now has a pain pump. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was having problems with the ins and that is why they got it removed. No further complications noted or anticipated.